Event description:
It was reported by the sales representative that the tip of the cutter fall off in a wrist scope. They were able to retrieve the tip out of the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.